Manufacturer narrative:
Device evaluation summary: a third party biomedical engineer inspected the device and noted that the direct current (dc) to dc printed circuit board (pcb) had ¿burnt markings.¿ if the dc-dc pcba is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm and entered ¿backup ventilation¿. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.